Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-04295 / 04296 / 04297).

Event description:
Patient underwent a revision to remove screws and washer and there were fragments of these components in the patient. Upon post-operative radial imaging, it was noticed that some of these fragments remained inside the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 14260, flat washer 4.8/5.0mm 3pk, ca5b336; 1422550, 5.0mm cann canc lag scr 50mm, dccbnr. Complaint sample was evaluated and the reported event was confirmed. Visual analysis of the washer and the screws shows a number of gouges and scratches. This cosmetic damage is likely from explantation. Visual analysis also shows damage to the threads of one of the screws. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.